Event description:
A surgeon reported a patient developed cystoid macula edema following bilateral intraocular lens (iol) implant surgery. He stated at this time the patient is being treated with medications and the event has not resolved. The surgeon reported the event is not related to the device, but due to the surgical procedure. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).